Event description:
Customer reported a bent sensor on the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed per specification with accurate readings. Also found sensor's canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm customer complaint due to customer did not returned original box only sensor.